Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the head sensors (shs-rx) to resolve the system issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the head sensors (shs-rx) involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate but confirmed the customer reported complaint. The shs-rx was installed on the test system and passed ten power cycles. Both manipulators were moved intuitively there is no issue controlling the master tool manipulators. System log review: a review of the site's system logs for the reported procedure date was conducted by fse. Investigation revealed the following possible related system errors: 508 -engineering advisory error. A site history review was performed and no related complaints were found to the product. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: it was reported that during a da vinci-assisted procedure the surgeon was unable to have control of the manipulators on the surgeon console. The surgeon power cycled with no success. Technical support reviewed the logs and found error 508 for the head sensor being blocked at startup. The customer powered down the system and powered the system back on but the message was still present. The procedure was completed robotically after swapping to another surgeon console. There was no patient harm and no post-operative complications. Although there was no patient harm, system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted, and cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure the surgeon was unable to have control of the manipulators on the surgeon console. The surgeon power cycled with no success. Technical support (tse) found error 508 for the head sensor being blocked at startup. Tse had the customer power down the system and confirm during system startup that the surgeons head was not in the viewer. The surgeon also had an error message on the screen inside of the viewer stating that the head sensor is blocked. Technical support had the site power down the system once again and perform a hard power cycle on the ssc, remove and reseat the head foam pad, and confirm that there was nothing blocking the sensors on the left and right side of the viewer. Site performed this and powered the system back on but the message was still present. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was not converted to open. It was converted to another da vinci system. The procedure was completed robotically after swapping to another surgeon console with no patient harm. The system was inspected prior to port placement on the patient. The error occurred when the surgeon was in the process of docking the system on the patient. The error popped up when the surgeon was trying to use the manipulators and was unable to move the arm.